Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid after the implant procedure. Blood patches were administered and the patient was hospitalized. The device was later removed. There have been no reports of further complications regarding this event.